Event description:
During service by baxter, the infusion pump was found to contain batteries with 8 battery discharges below the alarm threshold. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
(B)(4).evaluation summary:the condition of 8 battery discharges below the alarm threshold was confirmed in the battery history. This indicates that the batteries may have been discharged to a potentially damaging level and were therefore replaced.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).